Event description:
All the insulin was leaking out of the injection site after the injection (device leakage). Diabetic ketoacidosis. The incident does not represent a serious public health threat. This serious spontaneous case from the united states was reported by a consumer as "all the insulin was leaking out of the injection site after the injection" and two occurrences of "diabetic ketoacidosis" all in (B)(6) 2014, concerning a (B)(6)-year old female patient treated with novofine 8mm (30g) autocover (needle) therapy from (B)(6) 2014 to ongoing for type 1 diabetes mellitus. Patient height: 156 cm; patient weight: 63.49 kg; bmi: 26.09. Medical history includes type 1 diabetes mellitus since 1973, auto-immune deficiency resulting in insulin pump rejection, kidney disease (unspecified), gastroesophageal reflux disease (gerd), neuropathy, and history of bladder infections. The patient reported that in the beginning of (B)(6) 2014, she was switched from an insulin pump to non-novo nordisk products humalog kwikpen (insulin lispro) and lantus solostar (insulin glargine), with which she used novofine 8mm (30g) autocover needles. Since starting use of novofine 8mm (30g) autocover needles, the patient noticed that all the insulin was leaking out of the injection site after the injection and due to this she experienced diabetic ketoacidosis on two separate occasions in (B)(6) 2014, both requiring hospitalization. During the first hospitalization, the patient was admitted for 4-5 days. During the second hospitalization, the patient was admitted for 2 days. During both hospitalizations, the patient's blood glucose levels were as high as 850 mg/dl and blood ketones were present. During both hospitalizations, the patient was given intravenous insulin (unknown type) as treatment for the diabetic ketoacidosis. The patient believed there was a causal relationship between the novofine 8mm (30g) autocover needles and the two events of diabetic ketoacidosis. The patient reported that whenever the nurses in the hospital gave her an injection with an insulin pen and needle, the insulin would stay in the injection site because a different type of needle was being used. The patient was planning to ask her endocrinologist to switch her needle type. The patient declined to return the product for analysis. The patient declined to transmit her personal contact information to the FDA. The action was taken with novofine 8mm (30g) autocover needle was reported as "no change." The outcome of the event of "all the insulin was leaking out of the injection site after the injection" was not recovered. The outcome of the two events of diabetic ketoacidosis was recovered in (B)(6) 2014.